Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator inoperative condition occurred. It was reported that a at home patient encountered a " ventilator inoperative" alarm and had to be put on a back-up device until they could seek a replacement from the clinic. There was no harm or injury reported. The device was received by a third-party service center but should be forwarded to the manufacturer for full investigation. Additionally, the faulty machine was swapped with a new one and given to the patient so that they have a new backup device. Despite three good faith effort attempts to have the device returned to the manufacturer on 18/12/2024, 24/12/2024 and 30/12/2024, the device has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting a final report at this time. If any additional information is received at a later date, a supplemental report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. It was reported that a at home patient encountered a " ventilator inoperative" alarm and had to be put on a back-up device until they could seek a replacement from the clinic. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.